Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(6) (con): it was reported that the patient was charging their implanted neurostimulator the other day and they don't know if the patient did anything or not. Caller said the patient has been shaking a whole lot more and their therapy settings are not set on the settings that the doctor had it set on. Caller was able to see that the therapy was on. Patient was on group b and their left side was at 1.4 and now it was at 2.5. Caller switched the patient to group a and the patient screamed. Caller then switched back to group b but the settings were a little higher up than what the healthcare provider had it at. Patient did not have ability to adjust stimulation levels the up/down arrows were greyed out. Patient had a fall and the fall recently and was seen by a doctor. Patient has an appointment with their healthcare provider.